Event description:
It was reported that during a da vinci si low anterior resection procedure, the endowrist one vessel sealer instrument failed during sealing of the patient's vessel. Intuitive surgical, inc. (Isi) was notified of the issue after the surgical procedure had been completed. The site reported to the isi technical support engineer (tse) that an error message was observed; however, they did not recall the error message. Review of the system logs by the tse showed that system error code 32001 occurred, indicating that the blade on the instrument jammed. Reportedly, the patient's vessel was sealed with an instrument of a different type. No patient harm was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A field investigation was also performed by intuitive surgical, inc. (Isi). The field investigation performed by the field service engineer (fse) was unable to replicate the issue experienced by the site while using a test endowrist one vessel sealer instrument from his bin. The da vinci surgical system was found to be functioning within specifications. The fse also observed a surgical procedure and there were no issues noted. On (B)(4) 2013, isi contacted the initial reporter regarding this complaint. The initial reporter indicated that he was present during the surgical procedure and that there was no harm to the patient. He indicated that the surgeon was able to complete the surgical procedure using the da vinci surgical system. He was unable to provide any other details regarding the reported event. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr). The csr indicated that he was not present during the surgical procedure. The csr stated that he was told by the surgeon that after sealing the patient's superior mesenteric artery with the instrument, it was noted that the vessel was not adequately sealed after it was cut. The patient experienced some bleeding from the vessel; however, the surgeon was able to clamp the vessel and reseal it using other instrumentation. There was no report that the patient experienced any intra-operative complications as a result of the reported event.